Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl at the time of the incident and current blood glucose was 105 mg/dl. The customer was treated with food. It was reported that they inserted a new battery and it alarmed battery out limit. The customer was advised to monitor pump and time battery changes very carefully as battery out of pump for too long will cause the alarm. The insulin pump will not be returned for analysis.